Event description:
Crd_964 - catalyst ide study (B)(4). It was reported that on (B)(6) 2024, a 12f amulet delivery sheath was selected to implant a device for a left atrial appendage (laa) closure. During the procedure, a iatrogenic atrial septal defect (iasd) was noted due to transseptal puncture. It is unknown if the atrial septum defect occurred exactly after left atrial appendage (laa) closure or after multiple ablations. A catheterization of the septal occlusion was performed. The patient is stable.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of patient device interaction problem was reported. A returned device assessment could not be performed as the device was not returned for analysis. It was indicated that iatrogenic atrial septal defect (iasd) was noted due to transseptal puncture. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.